Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device change out procedure, it was noted that the right atrial lead was dislodged. The lead was capped. The device was programmed to ventricular pacing only. The patient is not pacemaker dependent. No patient symptoms were reported.